Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received partially applied with eight remaining clips. Visual inspection of the instrument revealed no abnormalities. The instrument was received with a clip in the jaws. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: additional information received from the account stated that the sticking of the clip means that after the clip is applied to the vessel, when the jaws are released, the clip is still attached to one side of the opened jaws of the device. The clip that fell into the cavity of the patient was retrieved.

Manufacturer narrative:
(B)(4). Lot number of the device is not available because the packaging was thrown away. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a wide excision tonsil soft pallet neck dissection alt recon procedure, the clips were repeatedly sticking when loading. Not loading into the jaws properly. One clip fell out of the jaws, which the surgeon did not notice, so when the device was applied to the tissue, the empty jaws cut the blood vessel. The device was discarded after a few tries. To complete the procedure, a new device with a different lot number was opened without issues.